Event description:
Adverse event.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. This is the same event as 1043534-2009-00410, 00411, 00412.